Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer had a clicking/beeping noise coming from the speaker, that the stylus did not work, and that the programmer would not boot up. The speaker assembly was replaced and it was verified that the issues were resolved. The stylus was replaced as a preventative measure. The hard drive health was found to be less than 100%. The hard drive was replaced as a preventative, and reimaged and loaded with updated software. It was also indicated that both latch tabs on the power cord bay were broken, the top right of the bezel assembly was broken, both of the keyboard hinges were broken, the keyboard and keyboard slide cover were missing, and the system fan was noisy. All these parts were replaced, and the programmer passed all functional and system tests. (B)(4).

Event description:
It was reported that the programmer had a clicking/beeping noise coming from the speaker and the pen does not work. The programmer could not go past the turn on screen. The programmer also needed software updates. It was noted that the programmer had been sitting as a backup for an office. They found the problems when they opened a new device room to use the programmer full time. The programmer was returned for repair. There was no patient involvement.